Event description:
It was reported that the patient presented with pain in the chest wall over their heart. It was noted that the right ventricular (rv) lead experienced non-capture and undersensing. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID a2dr01, implantable pulse generator (ipg), implanted: (B)(6) 2014. (B)(4).